Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the issue first occurred on 05/09/2013 at ¿4 o¿clock¿. The patient manages her diabetes with insulin. When the alleged issue occurred, the patient claimed she continued her usual diabetes management routine in response to the alleged power issue. The patient denied developing any symptoms; however she administered her usual amount (unknown dose) of humalog and lantus insulin at 4pm on the same day the alleged issue occurred. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.